Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached suddenly after 2 days of wear. Customer further reported that on (B)(6) 2018, he didn't find the sensor to scan his blood glucose and called his friend to get him the strips to test. Customer experienced symptoms of hypoglycemia described as "wasn't alert" and obtained a reading of 46 mg/dl on built in. Customer self-treated with sugar water prepared by his friend and pepsi. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor detached suddenly after 2 days of wear. Customer further reported that on (B)(6) 2018, he didn't find the sensor to scan his blood glucose and called his friend to get him the strips to test. Customer experienced symptoms of hypoglycemia described as "wasn't alert" and obtained a reading of 46 mg/dl on built in. Customer self-treated with sugar water prepared by his friend and pepsi. There was no report of death or permanent injury associated with this event.